Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("there are embedded silver, metallic essure coils in the cornua.") In a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine fibroid, colonoscopy (2x), breast prosthesis implantation, laparoscopy, hysteroscopy, radiofrequency ablation and endometrial ablation. Previously administered products included: cefazolin, dilaudid, lactated ringers, metronidazole, robaxin, oxycodone, milk of magnesia and simethicone. Concurrent conditions were listed as abnormal uterine bleeding, intramural leiomyoma of uterus and hypertension. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total vaginal hysterectomy, cystoscopy cystotomy repair). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2022. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted drug removal updated to (B)(6) 2022 from (B)(6) 2022 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report diagnosis: uterus and cervix, hysterectomy: cervix: no pathologic abnormality. Endometrium: proliferative phase endometrium. No atypical hyperplasia. Myometrium: leiomyomata and focal adenomyosis. Serosa: features suggestive of adhesions. No atypia or malignancy identified. Specimen source: uterus and cervix. Clinical information: intramural uterine fibroid. Gross description: there are a few scattered, gray-white, whorled nodules, 0.3 to 1.1 cm. There are no areas of hemorrhage or necrosis identified. There are embedded silver, metallic [physical examination] on (B)(6) 2022: gen: aox3, cv: rrr quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Event medical device removal is updated to device embedded. Surgical pathology report added medical history, lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5112 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with hysterectomy - uterus. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 39-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 13 years 11 months after insertion of essure. Essure was removed on (B)(6) 2022. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.